Event description:
It was reported that medfusion 4000 pump, top case cracked/ battery communicator error/bndg test error. No patient injury reported.

Manufacturer narrative:
Corrected data: d4: correction to model number.